Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lobectomy procedure, the device produced an incomplete staple line with malformed staples. Procedure delayed 170 mins. No reported pt consequence.